Event description:
It was reported that during a case, the black plastic shaft of the unit melted near the tip. The case was delayed for 1 - 2 mins in order to get another unit.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.